Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: the display was dim and discolored during testing. Evidence of corrosion was found in the battery compartment and the pump failed a leak test due to a battery compartment crack. Unrelated to the complaint, the up arrow and contrast keypad buttons were intermittently unresponsive during testing; the down arrow and ok keypad buttons functioned properly. The keypad cover had been returned undamaged; the cover was removed and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.